Manufacturer narrative:
Multiple products were used in the surgery which are as follows: product ID: 54740006454, qty 4. Although it is unknown whether/ which these products caused or contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal interbody fusion it was reported that on an unknown date, post-op, the patient was suspected with infection, cage migrated to posterior, screws were loosening. Revision surgery was performed where the cage was removed and iliac was transplanted, screws were replaced, implant was extended 1 level to cranial side. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.